Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure. According to the complainant, during the procedure, the physician noted that the blue centering tab was facing toward the patient rather than away from the patient. This was noticed after one side was implanted and before the mesh sleeve was removed. The physician was unable to turn the mesh to face the correct direction, so he attempted to detach the sleeve assembly from the delivery device and pull the mesh out of the vaginal incision. In doing so, the mesh assembly got stuck and the sleeve stretched but did not detach. The physician then cut the plastic sleeve leaving the dilator and association loop in the patient. The physician attempted to remove the dilator and loop using fingers and forceps but was unsuccessful. He reported that he was unable to remove the components without causing patient injury. The physician planned to assess the patient the week of (B)(6) 2012 for any pain or discomfort and to make a decision then for removing or leaving in the components. It is unknown what decision was made. The physician completed the procedure with another obtryx halo system with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."